Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they replaced the circulation pump of the arctic sun device last month and was now had no flow, troubleshooting showed a bad flow meter, they going to ask for a warranty replacement through parts source.

Event description:
It was reported that they replaced the circulation pump of the arctic sun device last month and was now had no flow, troubleshooting showed a bad flow meter, they going to ask for a warranty replacement through parts source.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a flow meter failure. Troubleshooting showed a bad flow meter, they going to ask for a warranty replacement through parts source. Per additional information via phone on 29dec2023, biomed had received the flow meter and replaced. Device passed function test without issue. DHR is not required as this is not an out-of-box failure. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.